Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced two (2) buffer valves on the beckman coulter au5800 clinical chemistry analyzer. Replacement of the parts resolved the issue.

Event description:
A customer in the united states reported to beckman coulter the generation of erroneously high na (sodium) results on their au5800 clinical chemistry analyzer. These results were not reported outside the laboratory. There was no change to patient treatment as a result of this event. Quality controls (qc) run before the event were within specification.